Manufacturer narrative:
As of the date of this report, the original product has not been received. Should the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s infection/mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to medela customer service that she was experiencing cracked and bleeding nipples while using her symphony breast pump. She also reported that she had developed multiple infections for which she had been prescribed antibiotics and nipple cream by her physician. During follow-up with a medela clinician, it was discovered that the customer had breast implants inserted 10 years ago; the clinician explained that breast implants can cause low milk supply because of possible interruption of the ducts and breast tissue created by the surgical incision, scar tissue, and the implants themselves. The clinician reiterated that she was using the appropriate pump for her needs, and helped her find the correct combination of breast shield sizes to prevent cracked and bleeding nipples. The customer's issues are resolved at this time.